Event description:
A distributor in (B) (6), reported to our USA office that an hc604 CPAP humidifier would not power on, and that there was a small "hole on the side of the CPAP". The pt stated that they did not know how or when the hole occurred. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the complaint device was visually inspected. Results: a small hole was found on the external casing of the device. Water ingress was found in and around the bottom enclosure groove supporting the power pcb board. Contact points of various components on the power pcb board were corroded. Damage to the power pcb and blackening of the inner case was also observed. Localized heating caused the small enclosure hole. This is the only complaint of this type for this lot number. The hc604 is designed to the electrical safety standard u160601-1. Conclusion: water ingress is most likely the cause of the failure. The resulting rust would have created an electrical arc between two different voltage rails, causing the device to stop functioning. Our CAPA to address this issue is complete and two actions have been taken as a result. The first of these was implemented in jan 2008 and involved the shape of the airbox inside the unit where the power pcb sits. This was modified to ensure that water can run away from the lower portion of the power pcb when the unit is in an upright position. The second was to overmould plastic material (macromelt om-652) onto the high voltage (mains) part of the power pcb. This prevents water coming into contact with the tracks on the area of the board where water causes arcing that leads to this overheating event. This change was introduced into production in sept 2008. This is a reusable device (B) (4).